Event description:
Additional information received reported the patient was last seen on 2012-(B)(6) and the healthcare provider was not aware of any infections or pump removal. It was also reported it was believed the patient was at a hospital for another surgery (transplant) and at that time the pump was removed due to infection. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter; product ID 8590-1, lot# n332094, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter body hole or tear caused by connector pin.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
An infection was reported and the pump and catheter were explanted. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.